Event description:
It was reported the device could not charge up and it could not deliver therapy during dft. Long charge time was also reported. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed no anomalies. Further testing revealed a firmware error message, and an unexpected charge circuit timeout.